Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial started on (B)(6) 2022. It was reported that the patient thinks one of their leads moved, but has no way of knowing. Additional information was received on (B)(6) 2022 that since they switched sides yesterday they haven't been able to go on both ends/couldn't go on either end.